Event description:
The customer reported sample pnp system errors involving the unicel dxi 600 access immunoassay system. There were no erroneous patient results generated associated with this event. Patient care was not impacted. A beckman coulter field service engineer (fse) assessed the instrument at the facility and noted carryover on the sample probe. The fse replaced the sample probe and resolved the reported issue. No further issues were noted. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, the likely cause of the event is attributed to the sample probe. (B)(4).